Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and other chronic/interact pain (trunk/limbs). It was reported that patient turned off their device on the day of the report because they felt pain and discomfort. No further complications were reported as a result of this event. Additional information was received from the patient on (B)(6) 2017. The patient reported that she started experiencing pain and discomfort in the fall of 2006. The patient also reported that she started experiencing the pain and discomfort in (B)(6) 2014. The pain and discomfort was reportedly caused by a doctor that was giving an injection in the back and hit a nerve, the doctor did it a second time and hit a nerve. The patient was on the table on her knees, when asked to get up off the table she couldn't get up and passed out. They had to do CPR. She was in the hospital for five days. Her legs were numb for six weeks but she could walk. When she was taking a shower, there was a burning sensation in her vagina and rectum and little by little the burning sensation got worse. The device made more electrical pain/impulses down her right leg and then had the device turned off. It is still implanted now but is turned off and not causing any trouble. The patient currently takes pain medications, including morphine, gabapentin and fentanyl patches. The pain and discomfort has not resolved and is never really gone except when lying in bed. No further complications were reported/anticipated.